Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that one day post implant x-ray showed the right ventricular (rv) lead had moved from the apex up into the rv outflow tract. During repositioning it became apparent that the lead was not sufficiently long to extend into an ideal apical position. The lead was explanted and replaced by a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.